Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was not alarming. The vest was located at the account on the bed shop. There was no patient/user reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the weld on the brake-steer pedal broken causing bar to slide misaligning with brake switch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake switch and the brake steer/pedal to resolve the issue. Based on this information, no further action is required.